Manufacturer narrative:
Clinical code: 4582 no clinical signs, symptoms or conditions: no health damage to the patient. Impact code: 4632 prolonged surgery: the procedure was extended for a few minutes for hemostasis and the addition of felt, but the procedure itself was completed as planned without major extension. 4643 blood transfusion: the patient received a blood transfusion. After that, occlusion was noted during follow-up. 2199 no health consequences or impact: no health damage to the patient. Medical device problem: 2588 defective device: when the base of the collar was pulled using forceps to check for bleeding, blood leakage was observed from the entire base of the collar. Type of investigation: 4114 device not returned: device remains implanted 3331 analysis of production record: a review of manufacturing and qc records confirm that device was manufactured to specification 4110 trend analysis: (B)(4). Update: component code: 4755 part/component/sub-assembly term not applicable. Investigation findings: 4210 leakage/seal: when the base of the collar was pulled using forceps to check for bleeding, blood leakage was observed from the entire base of the collar. Investigation conclusion: 67 no problem detected: a review of manufacturing and qc records confirm that device was manufactured to specification. Batch review of base fabric performed showed no issues also. 4315 cause not established: the root cause of this event could not be determined, this was due to a lack of information, no pre/post op scans being available and device not available for return as remains implanted. Updates to section b5 also.

Event description:
The event was related to device failure/ deficiency, blood leakage from the base of the collar and not related to the procedure, pre-existing condition and surgical intervention. Blood leakage: the thoraflex hybrid was implanted for a dissecting aortic aneurysm. The graft was implanted, and anastomosis was performed based on the IFU. The collar was sutured with felt, but blood leakage was noted. When the base of the collar was pulled using forceps to check for bleeding, blood leakage was observed from the entire base of the collar. Since bleeding was from the base of the collar, it was a problem with the device, not with the surgeon' anastomotic technique. Additional sutures were therefore not possible, and the bleeding was stopped to some extent by neutralizing heparin and using surgiflo. The patient received a blood transfusion. After that, occlusion was noted during follow-up. Operation type: tar + fet. Blood loss: amount unknown. No image available. Patient outcome: no health damage to the patient. Additional in formation received on 20 jul 23: did the gelatin coating on the graft appear intact and uniform? No problem in particular. Do you mean in terms of appearance? There was no problem in appearance. What was the act or aptt score of the patient? Was it within expected range for the procedure being carried out? The score was 789 during the procedure. How much blood was lost and over what period? It is unknown. Was the graft soaked in saline prior to implant? Yes, it was soaked. How long was it soaked for? About 15 minutes. Was the graft allowed at any point during the procedure? What do you mean by "allowed"? I would say that the graft was used as usual. Could the gelatin coating have been damaged during the procedure? No. Was the procedure extended because of the issue? The procedure was extended for a few minutes for hemostasis and the addition of felt, but the procedure itself was completed as planned without major extension. Site confirmed on (B)(6) 2023 that no further information would be obtained this report is being submitted as a final for mfg report FDA 9612515-2023-00010 comp (B)(4).

Event description:
The event was related to device failure/ deficiency, blood leakage from the base of the collar and not related to the procedure, pre-existing condition and surgical intervention. Blood leakage: the thoraflex hybrid was implanted for a dissecting aortic aneurysm. The graft was implanted, and anastomosis was performed based on the IFU. The collar was sutured with felt, but blood leakage was noted. When the base of the collar was pulled using forceps to check for bleeding, blood leakage was observed from the entire base of the collar. Since bleeding was from the base of the collar, it was a problem with the device, not with the surgeon' anastomotic technique. Additional sutures were therefore not possible, and the bleeding was stopped to some extent by neutralizing heparin and using surgiflo. The patient received a blood transfusion. After that, occlusion was noted during follow-up. Operation type: tar + fet; blood loss: amount unknown; no image available; patient outcome: no health damage to the patient. Additional in formation recieved on 20 jul 23: did the gelatin coating on the graft appear intact and uniform? No problem in particular. Do you mean in terms of appearance? There was no problem in appearance. What was the act or aptt score of the patient? Was it within expected range for the procedure being carried out? The score was 789 during the procedure. How much blood was lost and over what period? It is unknown. Was the graft soaked in saline prior to implant? Yes, it was soaked. How long was it soaked for? About 15 minutes. Was the graft allowed at any point during the procedure? What do you mean by "allowed"? I would say that the graft was used as usual. Could the gelatin coating have been damaged during the procedure? No. Was the procedure extended because of the issue? The procedure was extended for a few minutes for hemostasis and the addition of felt, but the procedure itself was completed as planned without major extension.

Manufacturer narrative:
Clinical code: 4582 no clinical signs, symptoms or conditions: no health damage to the patient. Impact code: 4632 prolonged surgery: the procedure was extended for a few minutes for hemostasis and the addition of felt, but the procedure itself was completed as planned without major extension. 4643 blood transfusion: the patient received a blood transfusion. After that, occlusion was noted during follow-up. 2199 no health consequences or impact: no health damage to the patient. Medical device problem: 2588 defective device: when the base of the collar was pulled using forceps to check for bleeding, blood leakage was observed from the entire base of the collar. Type of investigation: 4114 device not returned: device remains implanted . 3331 analysis of production record: a review of manufacturing and qc records confirm that device was manufactured to specification. 4110 trend analysis: a 5-year review of similar complaints for structural defect >> hole, for the same defect confirms a frequency of occurrence of 0.008%.